Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 1 day after the sensor had been inserted in the arm. According to the patient, on approximately (B)(6) 2025 at 5.30 am, the patient experienced seizures in her sleep. The cgm reading was 6.1 mmol/l and bg reading which was 1.9 mmol/l. The patient was treated by the parent with glucagon injection and taken to hospital by ambulance. There was no documentation about the medical intervention provided at the hospital. The patient was discharged from hospital after a few hours and at the time of the report was home resting. She was flat and tired but otherwise ok. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.